Event description:
The patient no longer has access to sound with his cochlear implant. No head trauma was reported by the patient's mother.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.